Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure the device was unable to cross the lesion. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The 4.50x24mm taxus liberte stent was advanced to the lad but was unable to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found tip damage. The tip was pinched at the distal end for 3mm in length. Stent damage was also identified. The struts on 3 rows were damaged due to a kink in the stent. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The outer lumen was slightly creased along its entire length. This type of hypotube and outer lumen damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).